Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The device was found out of specification in relation to the reported symptom "if you bump the unit, it will turn off without having to use the power button," which was not reproduced. Device investigation determined cause to be a retracted negative contact pin as well as contamination on and around the area of the contact pins. The rear case was replaced to address this condition.

Manufacturer narrative:
(B)(4). The device has been received by baxter for evaluation. The evaluation has not been completed at this time. A supplemental report will be provided when the investigation is completed.

Event description:
It was reported that a spectrum pump, "if you bump the unit, it will turn on & off without having to use the power button". It was also reported there was no patient involvement.